Manufacturer narrative:
On 02/21/2019 we received the report from our customer (distributor of the device) of the drain which broke inside the patient and was removed by re-operation. The hospital is unable to provide the actual sample and the lot number of this drain is unknown. We checked the retain samples of the three recently produced lots of the same code, without findings. The production controls of this code includes 100% visual inspection for any damage which could lead to tear. Update of 06/30/2019: the breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. On 06/28/2019 we initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used.

Event description:
Email from al porter at christiana care: pa had an issue with this drain on friday when she went to remove it out of the patient on the floor. She said she cut the drain stitch & it fell apart where the clear & white portions of the drain come together. She had to get instruments to retrieve the other portion of the drain from inside the insertion site and fortunately was able to retrieve it. This is the same thing that happened with fisher's pa when she attempted to remove in the office & that patient had to return to surgery. They both said they did not pull on the drain - when the drain stitch was cut it just fell out. Additional information of 02-25-2019: "a drain was placed on (B)(6) 2019 in the lumbar area after l4-s1 decompression and fusion with pedicle screws on a (B)(6)-year-old female. Pa had an issue with this drain on friday when she went to remove it out of the patient on the floor. She said she cut the drain stitch & it fell apart where the clear & white portions of the drain come together. The patient had to return to surgery because it required additional surgical intervention to remove retained item. Drain piece was able to be removed but took (20-30 minutes) quite a bit of work to get it out causing patient discomfort. Pain medication was given to the patient for removal. The lot number is not available, and the sample was thrown away, and then reported too late to retrieve. It appears the drain separated at the hub and did not break."